Manufacturer narrative:
Continuation of d10: product ID 8731, serial# (B)(6), implanted: (B)(6) 2005, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(6), ubd: 28-mar-2007, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (con) via a company representative (rep) regarding a patient receiving unknown drug via implantable pump. It was reported that the catheter was removed partially. The physician revealed that the spinal portion of the catheter was located at a much lower spinal level than expected, promoting revising it. The catheter was explanted on (B)(6) 2024. It was noted that part of the spinal segment was cut and removed than replaced with medtronic¿s kit. The old catheter will not be returning. The issue was resolved.